Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 19-aug-2025, the user reported receiving repeated restart alert 63. The ilet was determined to be nonfunctional, and a replacement was arranged. The user was advised to switch to backup therapy until the replacement arrived. No blood glucose impact or patient symptoms were reported.